Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer experienced an issue with the display of the accu-chek inform ii meter. He stated he sees a line in the middle of the display as if letters or numbers could still be visible. The customer removed the meter from use as he felt the issue could have potentially lead to confusion with patient results. There was no allegation of any misinterpretation of results or any adverse event.

Manufacturer narrative:
The meter was received for investigation and the display functionality was checked. The display had numerous rows of black pixels. The returned display assembly was removed and replaced with a retention display assembly and the meter performed as expected with and new display. A manufacturing issue was determined to be the cause. Lines on the display did not obscure the area where patient results were displayed enough to cause a misinterpretation of patient results. Medwatch fields were updated.